Manufacturer narrative:
The compressor was investigated by our field service engineer. The compressor displayed alarm for low pressure and did not start. The integrated compressor with motor unit was replaced but not returned for investigation. The compressor passed all functional and safety tests per factory specifications, was returned to customer and cleared for clinical use. The root cause of the reported issue cannot be determined due to lack of goods.

Event description:
It was reported that the compressor alarmed for low pressure and did not start. There was no patient harm. Manufacturer's ref #: (B)(4).